Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to, perforation of all struts outside the wall of the inferior vena cava (ivc) into surrounding tissue. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. According to the medical records, the indication for the filter implant was pulmonary embolism status post right total knee replacement, two days prior to the filter implant. The filter was placed via the left common femoral vein and deployed below the level of the renal veins. The patient tolerated the procedure well and there were no complications. A congenital deformity of the left common iliac vein of no hemodynamic significance was noted on the implant record. Approximately fifteen years after the filter was implanted, the patient was submitted to an abdominal and pelvic computed tomography (CT) scan for filter evaluation. The review of the reformatted images reported the superior end of the cordis trapease ivc filter at the l1-2 interspace. The ivc filter was not tilted. All the struts of the ivc filter perforate the ivc up to 5mm. One (1) anterior strut perforates the ivc wall 5mm and contacts the bowel. The remaining struts reside within the soft tissues. The report noted that the original function of this ivc filter is permanent and therefore, cannot be removed by a percutaneous approach. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately fifteen years post implantation. The patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs. The patient further asserts to have suffered from abdominal pain, back pain, pain in the lower extremities, neck pain, lightheadedness, shortness of breath and further experienced anxiety related to the filter.

Manufacturer narrative:
The implant date was updated. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of all struts outside the wall of the ivc into surrounding tissue. According to the information received in the patient profile form, the patient became aware of the reported events approximately fifteen years post implant. The patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, abdominal pain, back pain, pain in the lower extremities, neck pain, lightheadedness, shortness of breath and anxiety related to the filter. The indication for the filter implant was pulmonary embolism status post right total knee replacement, two days prior to the filter implant. The filter was placed via the left common femoral vein and deployed below the level of the renal veins. The patient tolerated the procedure well and there were no complications. A congenital deformity of the left common iliac vein of no hemodynamic significance was noted on the implant record. Approximately fifteen years post implant, the patient was submitted to an abdominal and pelvic computed tomography (CT) scan for filter evaluation. The review of the reformatted images reported the superior end of the cordis trapease ivc filter at the l1-2 interspace. The ivc filter was not tilted. All the struts of the ivc filter perforate the ivc up to 5mm. One (1) anterior strut perforates the ivc wall 5mm and contacts the bowel. The remaining struts reside within the soft tissues. The report noted that the original function of this ivc filter is permanent and therefore, cannot be removed by a percutaneous approach. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the limited information available and without the procedural films or post implant images to review the reported device perforation of the inferior vena cava could not be confirmed or further clarified. Due to the nature of the complaint the reported light headedness, shortness of breath and pain could not be further clarified. Pain, shortness of breath, light headedness and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of all struts outside the wall of the ivc into surrounding tissue. The indication for the filter placement has not been provide and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported perforation could not be confirmed, and the exact causes could not be determined. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the limited information available and without the procedural films or post implant images to review the reported device perforation of the inferior vena cava could not be confirmed or further clarified. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: perforation of all struts outside the wall of the ivc into surrounding tissue. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.